Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, 104 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping /cramping"). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular ("irregular periods") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a pelvic surgery to try and alleviate the symptoms on (B)(6) 2013). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstruation irregular and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery, she had surgery to remove the essure implant in (B)(6) of 2013. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events "irregular periods, abdominal pain", reporter lawyer added from summon. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Information previously submitted was follow-up to 2951250-2017-05641. This report was created in error and should be deleted.